Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported through ihfda server that the patient angled a needle through a small crack in the housing to syphon hydromophone. The clinician became aware when noticing the ground was wet below the pump. There was patient involvement, however no reported patient harm.

Event description:
It was reported through ihfda server that the patient angled a needle through a small crack in the housing to siphon hydromorphone. The clinician became aware when noticing the ground was wet below the pump. There was patient involvement, however no reported patient harm.

Manufacturer narrative:
Omit: c20 - no findings available. Correction: describe event or problem, if other specify. Additional information:, imdrf annex a, g, b, c codes. H3 other text : customer provided sample photo only. No device was returned.